Manufacturer narrative:
Device UDI now provided. Additional information: device manufacturing date now provided. Disclosed to the public under the freedom of information act.

Manufacturer narrative:
The gpio enclosure was returned to the manufacturer for analysis. Left and right trackers were found to both be functional as were remaining features. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number is unavailable. A medtronic representative went to the site to test the equipment. The representative reported that the gpio board was installed and firmware was updated on the system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect gpio board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system could not be tracked by the navigation system unless the camera was positioned within 3ft and straight ahead of the imaging system. The navigation system was able to track instruments without issue. There was no patient present when this issue was identified. No additional information was provided.